Manufacturer narrative:
A replacement power supply was sent to the customer. Follow up attempts to get more information of the event are ongoing. Should additional information or the original product be received, resulting in new, changed, or corrected information a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
Customer called in to report that her transformer for her pump in style was breached and there were wires showing which is a safety risk.